Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
Corrected data: b5- "patient also experienced discomfort". Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7,-12.5/2.5/101, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Patient experienced excessive vault and glare/haloes, lens remains implanted. Cause of event was unknown, cause details " lens is to big for patient" was reported. Per updated information the reporter stated " patient is just discomfort with the visual acuity iop is fine." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).